Event description:
Pharmacy has received a lot of negative feedback from nursing regarding these syringes. Two of the main problems include the needles bending, and also not being able to inject the medication upon pushing on the plunger. This has resulted in much waste, due to us having to remake doses. In some instances the nurse has inserted the needle into the patient only to find out that the medication cannot be injected, resulting in having to poke the baby again when we remake the dose. Pharmacy usually draw up lovenox and synagis in these syringes.